Event description:
It was reported that the patient felt a shocking or jolting sensation as well as an overstimulation sensation. The patient's implantable neurostimulator (ins) shocked her in the month of (B)(6) 2012. The patient plugged in her electric skillet with her right arm; "fire came out of the wall" and she was shocked. The patient's device at the time of the report was turned off. The patient's physician wanted assistance in reprogramming the patient with a manufacturer representative. When the patient turned her ins on, she saw flashes behind her right eye and then felt shocks. She tried turning her ins on in the physician's office on (B)(6) 2012. The physician was worried that the patient would lose her eyesight if the ins was not recalibrated, and was afraid that the patient may have shorted out the battery. The shocking has resulted in vision loss in the patient before. The patient was not able to use the device all the time. The patient had her teeth pulled and as a result her body was numb; it was planned that the patient was to have 28 teeth implants. The patient's lead went from her temple to the temporomandibular joint (tmj) and down her neck. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the patient was not able to get a manufacturer representative and arranged a time for reprogramming after called in (B)(6) 2012. The patient's physician kept telling her to call the representative and arranged somewhere to meet. The patient wanted to do it because the physician was talking about burning the nerves in her face to stop the pain from temporomandibular joint (tmj) and she didn't want to do that if it wasn't necessary. The physician suspected that the currently an electrode was loose hitting her right eyes. The patient stated the physician believed the doctors thought the electrodes malfunctioned, not working properly. On (B)(6) 2012, the patient was shocked when she went through (B)(6) security gates and turned the device on and off. The patient's device had been off since she was told to stop using a couple of months ago. On (B)(6), the patient had 11 teeth pulled and then on (B)(6) 2012, the patient had 26, not 28 implants put in. The patient felt like she put her finger in a light socket when she touched her tongue on her gum or ran her tongue along the gum. The patient had a panoramic x-ray and it showed the wires in her chin and to her temple, but not in the brainstem or past temple like it should to help controlled her tmj. The patient stated when she turned on her implant it shocked her in the right eye. The patient had not had any falls or trauma related to the incident and current issues with her therapy. The patient normally used a magnet to turn her stim off that she carried in her truck. Because of current pain the patient had been riding with other people and inquired about additional magnet. The patient didn't have the patient programmer that she digged out to use as well. The patient's physician was trying to get the patient referred to a neurologist because the patient was having pain down in the neck causing her to be stiff and also down into right shoulder and arm that had sharp pains that turned to numbness. The patient met the manufacturer's representative on (B)(6) 2012. The representative was unable to run impedance test at normal voltage. The representative ran at 0.2v and had all <(><<)>4000. Normal therapy voltage is 1.5v, 210pw, 31 rate c+ 0-. The patient felt shocking all the time when the device was on. The shocking started (B)(6) (2011). The patient had not used since the shocking started. There was no shocking behind ear, just behind temple. The therapy did work well before shocking occurred. The patient lost her magnet to turn the device on/off. The patient had device checked and it was suspected that the lead might broke loose. The patient stated the implant in the tmj in the face/mouth/jaw, lead ran up in the chest up to the neck to side of face to the cheek up to the temple. The ins batter was low. The ins would be turned on/ off when walked through security things and that's the reason for the magnet. The patient turned off device back in january because it shocked in back of eye. The patient had reprogramming on (B)(6) 2012, but could not get it passed 2. The patient needed to go back to the doctor's office to have facial x-ray to see where the breakage. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 7495-25, serial#: (B)(4), implanted: (B)(6) 1999, product type: extension; product ID: 7434-e, serial#: (B)(4), implanted: (B)(6) 1999, product type: programmer, patient; product ID: 3487ftl, lot#: n23746, implanted: (B)(6) 1999, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). The initial MDR was filed as MFR report # 3004209178-2012-06255. Additional review indicated the correct manufacturing site was site (B)(4).

Event description:
Additional information received reported that the manufacture representative was unable to check impedances because of the shocking behind the patient's eye. The patient's health care provider (hcp) was informed and he referred the patient back to the implanting doctor.